Manufacturer narrative:
The sodium electrode lot number was dfj40. The electrode expiration date was requested, but not provided. The customer noted that controls were higher on the complained analyzer versus the second analyzer. Calibrations appeared more stable on the second analyzer. The customer performed rinsing of the ise reagent flow path and then re-calibrated using new calibrator material. The issue returned the next day. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample was initially tested on a second analyzer, resulting in sodium values of 134.1 mmol/l and 134.7 mmol/l. The sample was repeated on the complained analyzer, resulting in a sodium value of 139.8 mmol/l.

Manufacturer narrative:
The field service engineer cleaned the aspiration and sipper nozzles. The electrodes were dried. Maintenance was performed on the analyzer. The sample path was decontaminated. All electrodes were replaced. Calibration, controls, and precision studies were performed. The precision studies were successful. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.